Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and troubleshooting was carried out. The patient interface module (pim) was contaminated so the pim was replaced to resolve the issue. Function and calibration tested. The unit was released and returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) cardiosave blood was found in the device. There was no patient injury reported.